Event description:
Surgeon performing laparoscopic appendectomy, noted on the screen a piece of black plastic in the abdomen. Surgeon grasped the piece with currently used grasper, inspected and it appears that the piece of plastic broke off from the grasper itself. Surgeon noticed that more plastic was missing from the end of the grasper.